Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can not start up. As a part pf troubleshooting fse found that the hospital power contact was defective. Fse repaired the system power supply and confirmed that the system startup was back to functionality, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system failed to start up. The device was not in clinical use. Philips has started an investigation of the complaint.